Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) battery status. The physician alleged the battery had depleted prematurely. It was reported the device had a charge time greater than 30 seconds. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population. No adverse patient effects were reported.

Manufacturer narrative:
The device was later explanted. It was reported the device was misplaced and will not be returned for analysis. If additional information is received, or if the device is returned, this event will be updated and resubmitted. The device was later returned for analysis. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.